Event description:
A revision has been reported due to pain and radiologically decentered head in case of pe-wear. Intraoperatively the bicon-plus shell was found fractured. No traumatic event rememberable. Primary implantation in 1994.

Manufacturer narrative:
.